Manufacturer narrative:
Additional information: h6 and h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m100 set approximately four (4) hours after the start of continuous renal replacement therapy. The "water was dripping from the connection between bag and drainage port". There was no report of patient injury or medical intervention associated with this event. No additional information is available.